Event description:
It was reported that pump speaker stopped working after pump was dropped in early february. There was no adverse impact to the customer's blood glucose level. Customer contacted support, issue could not be corrected due to malfunction, and pump was arranged to be replaced. Customer will continue to use current pump.